Manufacturer narrative:
Radiographic image review comments: 2 lateral x-rays transitional anatomy l3,4 tlif. On the second image, the interbody graft is collapsed compared to the first image. Time points unknown, fusion states unknown. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with catalyft pl40 spacer. It was reported that the cage had collapsed after about 6-7 months since the cage was implanted and expanded. No additional surgery has been performed. The procedure that was done was a transforaminal lumbar interbody fusion (tlif). There was no patient symptoms or complications associated with this event. No further complications were reported/anticipated.